Event description:
The user_s hearing performance is affected. It is reported that the user hit his head on a radiator at the end of april 2020 resulting in significant swelling over the implant site. After this incident the user was not responding to sound anymore from the affected side.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears likely. However to determine an exact root cause a device investigation would be necessary. Re-implantation is considered but no date has been confirmed yet.

Event description:
The user_s hearing performance is affected. It is reported that the user hit his head on a radiator at the end of (B)(6) 2020 resulting in significant swelling over the implant site. After this incident the user was not responding to sound anymore from the affected side.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user_s hearing performance is affected. It is reported that the user hit the head resulting in significant swelling over the implant site. After this incident the user was not responding to sound anymore from the affected side.